Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher (B)(4), two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was still not working properly and the damaged comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The left side of the comb was slightly damaged while the right side was severely bent. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the bent comb. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter, (B)(4), had nicks to the cutter blades and the roller gear was slightly worn. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged comb. The 1.5:1 ratio cutter, (B)(4), produced a passing cut. Skin graft mesher, (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the left side of the comb was slightly damaged while the right side was severely bent. While during the initial inspection it was noted that the left side of the comb was slightly damaged while the right side was severely bent, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit had been sent in twice and still was not working correctly. The bracket was bent. No adverse events have been reported as a result of the malfunction.